Manufacturer narrative:
The device was returned to edwards lifesciences for evaluation. Visual inspection revealed the radial and longitudinal balloon tear was able to be confirmed, and there were no missing balloon material observed. Balloon bunching was also observed. Due to the nature of the complaint, no functional testing was able to be performed. The complaint was confirmed through visual inspection. Dimensional testing was performed, and the inflation balloon single wall thickness was measured along the edges of the burst location. All measurements taken of the balloon single wall thickness met the specification. A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The 3mensio report and imagery of the device post procedure were returned for review. 3mensio showed calcification on all three leaflets, radial and longitudinal burst on inflation balloon. The following instructions were reviewed: IFU for commander delivery system with s3u, device preparation manual, and device training manual. Based on this review, no IFU/training deficiencies were identified. A complaint history review on confirmed device complaints (returned and no product returned) from for the commander delivery system (all models and sizes) was performed for similar events and root cause identification. Of the root causes identified, the following are potentially applicable to the complaint event: procedural factors: withdrawal of burst balloon. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon burst and difficulty or inability to withdraw the system through the esheath were able to be confirmed through the visual inspection of the returned device. However, no manufacturing non-conformance was identified during the evaluation. A review of the DHR, complaint history review, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Per the 3mensio imagery report, calcification was observed on all three leaflets. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Available information suggests that patient factors (calcification) may have contributed to the reported event. The balloon burst likely altered the balloon profile. The altered delivery system made the device more susceptible to be caught on the sheath, which subsequently resulted in withdraw difficulty into the sheath. Available information suggests procedural factors (withdrawal of burst balloon) could have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
This individual report provides data received from the thv/tvt registry. Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a tf tavr procedure for a 26mm sapien 3 ultra valve, the commander delivery system balloon ruptured during deployment. The ruptured balloon was brought down into the esheath for removal, but would not completely come back into the esheath. Approximately 90% of the balloon was captured in the sheath. The physician gently pulled the balloon and esheath out of the vessel and inserted a new esheath. The valve was then post dilated with a 26mm true balloon, and there were no leaks via angio. Additionally, zero catheter gradient was observed and the esheath was removed. A 18f manta closure device was then deployed and an angio of the closure site showed dye extravasation in the left common femoral artery. The patient was converted to a successful cut down to repair the artery.